Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Unable to advance contra wire. Twist in the contralateral limb. Stent deployed in contralateral graft limb. Jacket guard was difficult to retract. Retroperitoneal cut down was performed. Conduit used.